Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product info required in searching the complaint database by product lot code was not provided. The investigation could not draw any conclusions about the reported event based on the provided info. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Patient was revised to address tibial loosening at the cement/implant interface. Depuy cement was used in the primary surgery.